Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# 0213890464, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) and lead were explanted due to infection at implant site. The consumer had contacted dermatitis under dressing causing infection according to hcp, a swab was taken. It was noted that there was no issue with the device, the infection was unrelated to the product, and the devices would be replaced at a later date. There were no further complications reported and/or anticipated.